Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor produced service code 102 and 203. Upon evaluation, the solder pads at the c19 high voltage capacitor were detached from the pcb and the u612 processor was defective. The cause of the inability to complete testing and the code 102 and 203 is the damaged solder pads and defective processor. The root cause of the damaged solder pads and defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.